Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 107 (night drain #7) alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient reported having no symptoms of overfill, but their total ultrafiltration volume was 2076ml. The technical services representative assisted the patient with clearing the alarm and setting up therapy for the night. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.